Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which lead to pacing inhibition. The patient was noted to have a minor arrhythmia. Programming changes were made and the patient was in stable condition throughout.